Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that, after internal fixation surgeries had been performed with trigen/intertan, there have been occurrences of lag screw migration problems. In some cases the compression screw/lag screw assembly migrates to lateral direction after some weeks. The amount of occurrences is still unknown, but in all of them the operated site was left. It is unknown how these events have been addressed. Further information is still unknown.

Manufacturer narrative:
Section h10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the complaint could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).